Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during coronary clinical procedure, which was completed by moving the patient to another lab. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform geometry movements. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found that the gib fuse f4 led was extinguished, causing a power interruption to both the patient table and c-arm, thereby disabling user functions on the geo control module. To resolve the issue, the fse performed a full system restart and examined the gib fuse f4. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.